Event description:
The 8 fr. Iab was inserted into the patient in 2001 at 3:30 a.m. Two days later at 4:00 a.m., the iab leaked. Difficulty was encountered removing the iab and the iab needed to be surgically removed. It was reported that the iab failed due to multiple plaques in the aorta.